Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The device was taken apart and it appears that medical debris and corrosion in the bearings. The assignable root cause was determined to be due to failure to follow cleaning, sterilization, and/or maintenance procedures per the directions for use which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device and the attachment device were making a strange noise while being used together. During in-house engineering evaluation, it was determined that the device was making a strange noise, was running hot, and the burr lock sub assembly was found to be damaged. It was also noted that the device had exceeded the maximum allowable temperature of 118 degrees fahrenheit (actual temperature reported was 122.5 degrees fahrenheit. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.